Manufacturer narrative:
Reference#: (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported difficulty extubating catheter from patients nose. Difficulty due to patient's anatomy. Catheter was removed without injury to patient.